Event description:
A malfunction alarm identified as code 16 was reported, with no significant events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump under warranty, instructed the customer on placing the pump in storage mode, and the customer agreed to return the faulty pump within 10 days using a pre-paid label. The customer planned to use multiple daily injections (mdi) as a backup therapy during this time.